Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl. Customer reported blank display. Customer stated that the contacts on the battery cap were damaged. Customer stated that the battery compartment was damaged or corroded. The customer will discontinue use of the device.